Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter on an open heart transplant during valve replacement, the needle broke and fell off into the patient's cavity. The broken piece was retrieved using forceps and a new suture was used to complete the procedure. There was no patient injury.